Event description:
Info received indicates when the brakes were engaged, the foot casters would still swivel.

Manufacturer narrative:
The tech found the casters were worn due to age. The tech replaced the casters to repair the stretcher.